Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. The motor assembly was corroded and noted during visual inspection. No moisture damage on electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error, the buttons are not responsive and the alarm could not be cleared. Customer also indicated that bolus could only be set after a few attempts. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer was advised the device would be replaced and agreed to return the product for analysis.